Event description:
The following report was received from the clinical study: approx 3 months after the index procedure experienced a myocardial infarction (mi) which was cause by a late stent thrombosis. Angiography revealed the lesion was 100% occluded. The thrombosis was verified by angiography and treated with balloon dilatation only. Additional information received indicates that the aspirin was discontinued three months post index procedure per doctor's orders. Clopidrogel was also discontinued at unknown time for > 5 days as per doctor's order.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.